Event description:
It was reported that pump experienced malfunction alarms, including malfunction 9. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump, arranged return of device, and received replacement pump from distributor, with no additional outcome details provided.